Manufacturer narrative:
Investigation results: received one speedband superview super 7 device for analysis with residue present indicating use. A visual examination of the returned device found that all seven bands were deployed and not returned. The ligator teeth were damaged. The suture was noticed to be unbroken and was attached to the trip wire loop. The trip wire was found to be secured into the handle slot. A functional evaluation of the handle was performed by turning the handle knob 180 degrees and an audible click was heard. No issue was noted with the handle assembly. The returned device could not be evaluated with respect to bands failed deploy during the placement attempt as the ligator head and bands were not returned. Given the event description and condition of the returned device, there is not enough information available to determine what caused the reported failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the hepatic artery during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the handle was turned multiple times but the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. Reported issue of bands failed to deploy. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the hepatic artery during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the handle was turned multiple times but the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.